Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the patient's wife stated that the patient experienced elevated blood glucose yesterday and when he changed the infusion tubing, his blood glucose decreased. She stated, he has been experiencing this issue for the past month and he may not be changing the infusion set properly. She stated that the patient advised her he has also not been taking his medication for several days. Upon follow up with the patient the following month, he stated that elevated blood glucose is not due to the infusion device. He stated that he is a "brittle" diabetic and his readings are on the "rather high side." He stated that 154 mg/dl is "comfortable" for him. He stated that he changes his infusion site every 3 days, infusion tubing every 6 days, and insulin cartridge every 1-1.5 weeks. He was advised to change the insulin cartridge every 6 days. He stated, he had issues with the luer lock connection of his infusion sets and he noticed wetness at the infusion site area. He stated when this occurred he experienced elevated blood glucose and he changed the infusion set to resolve the issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The alleged product was discarded. No product was requested to be returned for evaluation.